Event description:
Caller has been using the device for 1 month. Originally, had been using the device with a full force mask, but switched to nasal mask for comfort reasons. At time of incident, caller stated the machine powered off some time during the night. Pt was aware of this the next a.m. The machine displayed an error message. Instruction booklet advised to "disconnect and reconnect" which user did, and machine functioned. Caller is concerned about instruction warnings that advise not to apply mask unless device is running. Caller said they had a headache the entire day after the incident, which is unusual for them. Caller concerned that machine has no alarm to alert power loss. Caller has returned the device back to the place of rental. Called the manufacturer earlier on this date and left a message with the operator.